Event description:
It was reported in a scientific article reviewed by the MFR that the vns epilepsy pt was subject to overnight polysomnographic recording of cardiorespiratory activity. During the recording, signals were collected from ECG, thoracic and abdominal piezoelectric sensors, a nasal thermistor, eight eeg leads, an oxygen saturation monitor, and a chin emg. The physician observed that this pt experienced a decrease in the respiratory sinus arrhythmia (rsa) magnitude. This pt's rsa magnitude varied from the baseline by a factor of -5.4198+/-4.0094. The decrease started and ended abruptly with the onset and end of vns. The decrease in rsa magnitude was concomitant with a prolonged increase on the pt's heart rate. The physician notes that the observed effects of vns on rsa may result from the following four possible factors: activation of brainstem loop via stimulation of afferent fibers, alteration of vagal afferent tone which modulates specific tonic and phasic parasympathetic efferent fibers, activation of efferent vagal fibers in the case of partial vns anodal block resulting in disturbance or abolition of physiologic efferent phasic and tonic firing or addictive excitatory input to the heart, or a combination of both efferent and afferent vagal fiber stimulation. In addition, changes in respiration due to vns could also modify rsa. The physician indicates that "rsa can be altered during each vns period and gas exchange performance can, therefore, be repeatedly altered. This must be taken into account together with repeated hypoxic- and hypercapnic-induced transient effects in subjects with already disturbed brain function when evaluating vns side effects." In addition, the physician indicates that altered rsa and cardiorespiratory synchronization may also affect the epilepsy-related alteration of sympathetic-parasympathetic balance due to either epilepsy, or chronic usage of antiepileptic medication. The physician indicates that the interaction between the effects of vns and potential autonomic nervous system (ans) dysfunction in epileptic pts may be considered to be a potentially life threatening condition, although no serious injuries specific to this event were noted with this particular pt. The physician also states that the understanding of these processes in epilepsy is limited, and suggests further eval of respiratory changes during vns. This pt was also included in an article by the same author titled "vagus nerve stimulation induces concomitant respiratory alterations and a decrease in sao2 in children" which was reported in MFR report # 1644487-2006-00105. This pt was also included in an article by the same author titled "vagus nerve stimulation induces changes in heart rate of children during sleep", which was reported in MFR report # 1644487-2009-01960.

Manufacturer narrative:
Zaaimi, b., grebe, r., berquin, p., wallios, f. Vagus nerve stimulation induces changes in respiratory sinus arrhythmia of epileptic children during sleep. Epilepsia, **(*): 1-8, 2009. Doi: 10.1111/j. 1528-1167.2009.02190.x.